Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. Based on visual inspection, testing concluded that we are unable to perform an investigation on the sensor cause of failure due to missing applicator. The reported event of a detached needle could not be confirmed. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was a broken needle. The sensor was inserted into the abdomen on (B)(6) 2018. No product was provided for evaluation. Confirmation of the reported broken needle could not be determined. A probable cause could not be determined. No additional event or patient information is available.